Event description:
It was reported that " jaws not holding the clips properly, clips fall out". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " jaws not holding the clips properly, clips fall out". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the ohr for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. (B)(6), wi facility as part of a (B)(4) pc. Lot in (B)(6) 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation and the customer provided picture shows someone holding an applier and one side of the clip is not securely locked into the eyelets of one of the jaws. We are unable to determine what is causing the alleged issue with this applier with the customer supplied photo or validate this complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.